Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the inflation valve on the short port btt surgical port dislodged. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the short port was returned with the black inflation valve partially dislodged out of the btt (blunt tip trocar) port. Based upon the received condition of the device, the reported failure mode, "inflation valve dislodged" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).